Manufacturer narrative:
Investigation: 34 loose 1ml amber oral syringes were received inside an opened bag from batch #8263592 (p/n 305210). They were visually evaluated. Most of the syringes were observed to have missing print defect in the area between 1ml and zero line. The amount of print missing was rejectable per product specification. Missing print was found during production and adjustments were made to address the issue. Potential root cause for the missing print defect is associated with the marking process. Corrections took place at the time the defect was found during production. All visual inspections were performed as per requirement. A quality notification was issued for missing print during the manufacture of this batch. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8263592 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that foreign lubricant was found on the bd¿ oral dispensing syringe barrel before use, and the scale marking ink was "coming off". The following information was provided by the initial reporter: "ink coming off the syringe. Feels like lubrication on the syringe."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign lubricant was found on the bd¿ oral dispensing syringe barrel before use, and the scale marking ink was "coming off". The following information was provided by the initial reporter: "ink coming off the syringe. Feels like lubrication on the syringe."